Manufacturer narrative:
Additional information was received that the patient's ipg was explanted as it was placed too deep in the pocket site. The patient is obese and had difficulty charging the ipg due to it's location. Malfunction was not suspected with the ipg. The patient was implanted with a new ipg and is reportedly doing well.

Event description:
A report was received that a patient will undergo a pocket revision and ipg replacement due to difficulty charging. The patient has experienced difficulty charging since being implanted. When the charger is placed over the pocket site the charger continuously beeps and the ipg cannot be charged.

Event description:
A report was received that a patient will undergo a pocket revision and ipg replacement due to difficulty charging. The patient has experienced difficulty charging since being implanted. When the charger is placed over the pocket site the charger continuously beeps and the ipg cannot be charged.

Manufacturer narrative:
The returned product investigation indicated that the ipg passed electrical, performance, photographic and visual inspection tests. The device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. The ipg is depleting at a typical battery depletion rate with the stimulation turned on. The patient is obese, and the device was not able to charge due to its deep pocket location.

Event description:
A report was received that a patient will undergo a pocket revision and ipg replacement due to difficulty charging. The patient has experienced difficulty charging since being implanted. When the charger is placed over the pocket site the charger continuously beeps and the ipg cannot be charged.